Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 153 mg/dl. The customer's dr stated that the battery was accidently inserted incorrectly into the insulin pump and the display was blank at the time of the event. A new battery was inserted into the insulin pump correctly and the display returned. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.